Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review confirmed a low priority alarm 30176. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during cycle one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient line was disconnected from the amia cassette. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient and advised to remove all supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.